Event description:
Info received indicates the right head siderail is flopping outwards and unable to lock into position.

Manufacturer narrative:
The technician found the siderail center arm bracket was broken. He replaced the center arm to repair the bed.